Event description:
It was reported that the pt presented for pump and possible catheter replacement. A dye study was attempted, but the catheter could not be aspirated. The pump's actual reservoir volume was greater than expected: 15ml actual and 5ml expected. Upon opening the pump pocket, evidence of infection was present. Cultures were taken and the pump and catheter were removed. The catheter was removed due to occlusion. The medication being delivered via the device system was dilaudid. The pt recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.